Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no alarms activated due to the reported event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) ac power cable coming loose from the unit was confirmed. No log files were submitted for review. The mpu returned to the european distribution center (edc) and upon visual inspection it was noted that the mpu¿s power cord socket had not been upgraded to the v-lock connector. The mpu was able to boot up and function as intended. The power socket was replaced, and the unit was returned to the rental pool. The root cause of the reported event of mpu ac power cable coming loose from the unit was determined to be the mpu not having been updated to the v-lock connector power socket. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. This mpu was not manufactured with the v-lock power cable. The heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: serial number and UDI updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a problem with the secure charging socket in the mobile power unit (mpu). The mpu was to be returned.